Event description:
It was reported that a cartridge alarm occurred during the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the correct technique, but the cartridge alarm recurred. Consequently, technical support decided to replace the pump, and the customer planned to use multiple daily injections as backup therapy.